Event description:
A customer reported to baxter (B)(4) of a flogard IV solution administration set that had a tip broken off. The process step in which this occurred was not identified. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).the sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The customer returned 2 two actual samples for evaluation. A visual inspection of the actual samples revealed that the spike tip was broken off. The cause of this reported condition has not been identified. If additional information becomes available a follow-up report will be submitted.